Event description:
After iabp for 12 hours, the "blood detected" alarm sounded several times from the system 95 pump. The user assumed that the iab leaked and the iab was removed. A second iab was inserted. (Multiple event to customer complaint number 97-00222). (Event complications: unknown - reported 2/26/97.) (Pt's current status: unk - rpt'd 2/26/97.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon completely unfolded. The sheath was noted to be severely kinked along its length. The inner lumen within the catheter tubing and membrane was observed to be severely kinked and elongated. Blood was noted on the exterior of the membrane and within the inner lumen. Underwater leak testing revealed on alarms sounded during the test. Probable cause of difficulty: even though it was not possible to satisfactorily pump the balloon in the laboratory, no leak was found in the iab to have caused the rpt'd leak alarms. It was not possible to determine the exact cause of the rpt'd difficulty based on the event description and examination. In general, excessive alarms may be attributed to one or more of the following: a temporary kink in the catheter tubing may have prevented the flow of helium into and out of the balloon membrane causing the pump to sense a "loss" of gas or to display "catheter fault". Manipulation of the balloon catheter may have alleviated the problem (see attached iab illustration for location for kinks). (The catheter tubing may have become kinked if the iab was not removed from the tray retainers according to datascope's instructions for use.) There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. The pump hay have needed servicing. The pump may have detected condensation or blood withih the line (perhaps from a previous balloon leak). The condition of the inner lumen an dmembrane suggests that difficulty may have been encountered removing the balloon from the pt event though it was not rpt'd. It is also possible that the damage to the inner lumen at the balloon's proximal taper may have occurred when the membrane was partially drawn into the sheath during balloon removal from the pt.